Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the cap or guard came off one of the needles. When the fireman reached into the cabinet to retrieve, he got stuck by the needle. They did a check and found another one that the cap or guard was off but there was no harm with the second one.

Manufacturer narrative:
Qn#(B)(4). Additional information has been received indicating that athlone legal manufacturer has opened an nc to address the condition of the dislodged needle cap. There was no visual evidence that the needle protruded through the pouch.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. One (1) ez-io needle set 9001p-vc-005 (lot/batch 5988731) was received in its original packaging for investigation. Upon receipt, the needle set was visually inspected. The needle set sheath was loose in the packaging. The complaint has been confirmed, however the root cause cannot be established. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso (B)(4). One (1) ez-io needle set 9001p-vc-005 (lot/batch 5988731) was received bag for investigation. Upon receipt the needle set was visually inspected. The needle set sheath was loose in the original packaging. The complaint has been confirmed, however the root cause cannot be established. No preventative/corrective actions will be assigned. One (1) ez-io needle set 9001p-vc-005 (lot/batch 5988731) was received in its original packaging for investigation. Upon receipt, the needle set was visually inspected. The needle set sheath was loose in the packaging. The complaint has been confirmed, however the root cause cannot be established. There is some process variation in the assembly of the cap to the needle. However, shipping and handling could not be eliminated as a potential root cause. Based on the low volume of reported complaints over the last year, this appears to be an isolated issue. We will continue to monitor and trend.

Event description:
It was reported that the cap or guard came off one of the needles. When the fireman reached into the cabinet to retrieve, he got stuck by the needle. They did a check and found another one that the cap or guard was off but there was no harm with the second one.